Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 1000mcg/ml baclofen at 120.1mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the pump was showing that safe state alarm had occurred. It was reported that at 09:20 on (B)(6) 2017 the pump was in safe state. A watchdog reset had occurred as well as a reset. The rep set the pump to the desired infusion mode and updated the pump, however, 4-7 hours later it alarmed again. It was reported the patient was 3 hours from the clinic so the travel back and forth is hard to do. The rep interrogated the pump, but did not see any anomalies on the pump logs. The patient was played the alarm and confirmed that is what they heard. The rep also heard the pump alarm. The rep confirmed they saw the "silence alarms" tab. The rep again updated the pump and confirmed they did not hear another alarm 10 minutes later. The rep checked the pump again to ensure it was working properly. It was confirmed there were no anomalies with the pump. The patient felt a little "drugged." The rep reported this made sense because they were receiving no medicine for about a week and then were put on orals and started to receive intra thecal therapy again. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The reset and safe state began at (B)(6)2017 at (B)(6). No further complications were anticiptaed/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp): it was reported that the cause of the first alarm was not determined, but the cause of the second alarm was due to needing to have the alarm reset. It was reported that a manufacturer's representative responded and resolved the issue by resetting the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a business partner. It was reported that the patient had a history of cerebrovascular accident with left hemiplegia. The cause of the motor stall was not determined. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form healthcare professional via business partners on 2017-sep-25. Reported the patient stated using intrathecal baclofen on (B)(6)2016 and the brand name was gablofen. The lot number was 2158-108 and expiration was february 2019. Event on (B)(6)2017 was not related to the intrathecal baclofen, but the pump stall-restarted. The patient's pump was restarted. It was noted that the baclofen was not discontinued as the event was not related to the intrathecal baclofen as previously stated. The patient was not hospitalized. Patient's medical history included "chronic urticaria and angioedema (cua)" in (B)(6)2013 with left hemiplegia. Concomitant medications included clopidogrel 75 g/day, escitalopram 10 g/day, lisinopril 2.5 g/day, tamsulosin 0.4g/day, and tizanidine 4g/"dose illegible". The patient's height was 70 inches and weight was (B)(6)pounds. No further complications were reported/anticipated.